Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) approximately two months ago discovered that his device would no longer inflate. During revision surgery, the pump produced a squishy sound, which was indicative of air in the system. Blood was found in one of the cylinders, indicating a hole in one of the cylinders causing a fluid loss. The physician was unable to determine how the hole occurred. All the components were removed and replaced, except for the original reservoir, which was left in place. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.